Event description:
A surgeon reported that an intraocular lens (iol) subluxed and was exchanged for a different model lens. Additional info has been requested.

Manufacturer narrative:
The record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/31/2010, 09/02/2010, and 09/15/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).